Manufacturer narrative:
Based on the claim against the product by the customer noting energy wire broke at the tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. The instrument was also found to have thermal damage on the bipolar yaw pulley. As a result, the electrode is exposed. The complaint regarding energy wire broke at the tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument log for the instrument associated with this event has been performed. Per logs, the instrument was last used on 21-nov-2022 on system sh2194 with 3 uses remaining. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the maryland bipolar forceps instrument had the energy wire broke at the tip and the instrument was not delivered energy. The allegation of damaged and/or broken conductor wire at the tip has the potential for electrical discharge at a location other than intended. At this time, it is unknown what caused the alleged arcing incident to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the maryland bipolar forceps instrument was noted to have the energy wire broke at the tip and that the instrument was not delivered energy. The procedure was otherwise completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.